Manufacturer narrative:
Additional information received: 11/06/2017. Csf leakage post operative and surgical site infection were reported on a (B)(6) male patient. Date of incident: (B)(6) 2017. Revision/medical intervention was not required. Delay in surgery due to product problem was reported as 5 days.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back (device used), and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred.

Event description:
The doctor stated that duraseal was used on three patients and all the patients got inflammation and dehiscence. All the patients are under 1 year old. Additional information has been requested. Linked to mfg. Report numbers: 3003418325-2017-00016, 3003418325-2017-00017.